Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level was 50mg/dl. The customer treated lows with juice. Troubleshoot was conducted. The customer was assisted with infusion set change. The wife states the customer's reservoir did not have the back of it on, so when it was in the pump, the insulin was all over the pump. The customer is being sent emergency supplies. The customer was advised to dry the device and monitor the pump, and to call back if issues persist.